Event description:
The customer reported to olympus that the channel 1 pressure was too high in endothermal disinfector (etd) on the evis exera iii gastrointestinal videoscope. The issue was found during reprocessing. No patient harm was reported. The device was returned and evaluated, and the nozzle was clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the nozzle was clogged with foreign material resembling black rubber. The water supply volume did not meet the standard value due to the clogged nozzle, the plastic distal end cover has a crack, the objective lens has a chip, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the air/water nozzle was clogged with black foreign matter, but the foreign matter could not be identified. The device was not properly reprocessed due to a defect. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.